Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch connection problem. The customer had rebooted the system and turned the foot pedal off and on, but it could not resolve the issue. Upon functional analysis, fse identified that the status of the error led indicator on the base station was off, the status of the wi-fi (led) indicator on the wireless footswitch was off, and the color of the battery indicator was green. Further, the fse confirmed the wireless connection was lost in the base station. To resolve the issue, fse reset the base station and then re-paired the wireless footswitch with the base station. After which the system was returned to good working condition. This event was not associated to any ongoing fsca. The codes were updated based on the investigation outcome.